Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the implant showed 2mm sohrter than the original size in the x-ray.

Event description:
Device report from (B)(4) reports the following: a patient had fallen down post-operatively following the primary surgery and was complaining of unknown click sounds. By the use of x-ray images, the surgeon found that contraction of the product had occurred by about 2mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.